Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump failed calibration testing. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found indications of four 20ml bolus test may performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was able to be confirmed. During investigation one of the delivery accuracy tests found the pump to be over delivering outside the published specification of +/-6%. According to the investigation, the pump's expulsor will be replaced in order to bring the delivery into more normal range. The problem source of the reported problem is unknown.